Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced low blood glucose of 41 mg/dl treated with food. Customer had received calibration not accepted and change sensor alert. Customer declined to troubleshoot. Customers current blood glucose was 120 mg/dl. Auto mode information was unknown. The insulin pump will not be returned for analysis. Frn-rsvr-unk, unomed inf set, ozp-mmt-7020-snsr.